Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test or displacement test due to motor error alarm. Unit had intermittent button response due to corroded keypad traces. No frozen display noted. Moisture damage found on electronic assembly. Unit had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer states that the device does not function. The customer's blood glucose level was 209 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.